Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, the cannula broke. Additionally, there was extravasation of carbon dioxide (co2) from lateral displacement of the 5mm balloon trocar due to a deflating balloon, causing co2 to extravasate into the patient's right labia, which could potentially lead to significant post-operative pain. The issue was discovered at the end of the procedure when removing the device.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy, at the end of the procedure when removing the device, the cannula broke. Additionally, there was extravasation of carbon dioxide (co2) from lateral displacement of the 5mm balloon trocar due to a deflating balloon, causing co2 to extravasate into the patient's right labia, which could potentially lead to significant post-operative pain. Despite this, there was no rapid loss of pneumoperitoneum.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based on all information received. The device was not returned, but a photo was available for evaluation. The image depicted a patient with swelling around the lower abdomen. The device was not visible. It was reported that the trocar was damaged and leaking. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device were thoroughly reviewed prior to release to ensure that they met all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.